Event description:
A 'precision clean' [brush] head fell apart in my mouth / it appears that a pin in the top of the head had come out - oral-b [device breakage]. Case narrative: consumer via social media stated that while using an oral-b precision clean toothbrush head, it fell apart in their mouth and it appeared that a pin in the top of the oral-b toothbrush head had come out. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.